Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The lesion being treated was located in the calcified, non-tortuous left anterior descending (lad) artery. The lesion was predilated with an unknown size balloon. There were no difficulties experienced prior to withdrawal of the balloon. The physician successfully deployed the taxus express2 drug eluting stent and the balloon became stuck. The catheter was deep throated into the vessel and the balloon was reinflated. The device was removed intact and completely deflated. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
H6: as of the date of this report, the device has not been returned for analysis.